Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
Investigation summary: customer reported false positive issue on a bd bactec fx top instrument (p/n 441385 s/n (B)(6)). No erroneous results were reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and checked the log files and found no abnormal errors. The fse discovered that the temperature in the customers laboratory is high. The fse suggested the customer to stabilize the temperature in the laboratory. The instrument was deemed functional and handed over to the customer for use. This is an unconfirmed failure of the bd product. Review of the device history record is not required due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was believed to be slightly higher laboratory environment temperature. No new trends, risks, or hazards were identified as a result of the complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. The customer stated results were not reported out so there was no report of patient impact.